Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and while the reported single gripper actuation issue appears to be related to the gripper line break, a cause for how the gripper line broke could not be determined. The reported positioning failure associated with leaflet capture appears to be related to patient conditions (large gap between the leaflets). Unspecified tissue injury resulting in worsening mitral valve insufficiency/regurgitation is related to the procedural conditions associated with several leaflet capture attempts. Tissue damage and mitral regurgitation are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A clip was prepared and advanced into the anatomy. It was noted that it had been difficult to simultaneously grasp the leaflets, so separate attempts were made. After several separate grasping attempts, ultrasound showed that one of the grippers wasn¿t functioning. When removed from the patient's body, it was found that the gripper line was broken. It was noted that the leaflets were injured, and the mr increased to 4+. The physician decided to abandon the procedure without implanting any clip.